Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was examined and found to be in good condition. The device was given functional testing; this showed the device met with functional specifications. The device was given delivery accuracy testing and met with specifications. The reported issue could not be confirmed; the returned pump delivered as programmed during testing.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).

Event description:
Additional information was received from the customer. The patient confessed to the customer that they disrupted the pump by changing the settings on their own.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A functional check was performed, as well as a visual inspection to investigate the reported issue. The customer's reported issue could not be duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. No further action will be taken.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the patient received her entire cassette (new at 22:00 on 02/09) in 1 hour, 1000mg of morphine at the time of the bolus. The patient did not realize that the bolus had passed the entire cassette. She did not remember anything between 22:30-23:00 and 8:00 the morning or the report. Her pump was programmed to deliver 12mg/h, 15mg bolus every 1 hour for a total (flow/bolus) of 648mg of morphine. Concentration of each cassette of 20mg per 1ml or 1000mg of morphine for a 100ml cassette. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.